Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had fallen at home. Neurological disorder was suspected and was being evaluated in neurological unit. It was unclear if the fall was from the left ventricular assist device (lvad). No other information was available.